Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and conclusive cause for difficulty opening and closing the clip, jumping clip and to open or close and irregular appearance of the lock line could not be determined in this complaint. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip jumping. It was reported that during preparation of a clip delivery system (cds), the lock line was observed wrapped around the gripper line upon lowering the gripper arms. Then after locking/unlocking and lowering/raising the grippers, the lock line appeared back to normal. Additionally, upon unlocking the clip, the clip jumped open to an inverted state. There was difficulty opening and closing the clip due to a slight delay in response. The device was not used in the patient. The procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No other information provided.